Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device displayed a blue screen. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen due to a failure in the application auto-launch process and issues with the remote smart service update. A field service engineer remotely accessed the station, attempted to configure auto-launch settings, and pushed remote smart service 4.12, which initially failed. After rerunning component manager and reapplying the auto-login steps, the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.